Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents and passed self-test. The pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to physical damage to casing. The pump was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. The pump was received with faded serial number label. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.